Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced major bleeding and a cardiac arrest. It was noted that the patient¿s hematocrit (hct) and hemoglobin (hgb) decreased. The site performed mass transfusion protocol, advanced cardiac life support (acls), and cardio-pulmonary resuscitation (CPR). It was further reported that the patient¿s care was withdrawn. The patient subsequently expired.

Manufacturer narrative:
Product event summary: the hvad pump was returned for evaluation. No device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed a gradual decrease in power consumption and estimated flows starting on (B)(6) 2018 followed by a sudden decrease in power consumption and estimated flows on (B)(6) 2018 to parameters below the normal operating range. Parameters subsequently returned to normal operating range. An additional sudden decrease in power consumption and estimated flows was logged on (B)(6) 2018. 195 low flow alarms were recorded since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Internal pathological report revealed evidence of thrombus within the outflow graft of the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the outflow graft and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.